Event description:
Beginning in 2011, the c2 hamilton vent would malfunction during patient use and show a technical failure of 244011. Although the vents were repeatedly tested, the error was never able to be reproduced. We tracked this issue beginning in june 2012 after several 244011 error messages. Although there haven't been any recent occurrences (last noted in august 2012), there has not been an explanation from the manufacturer as to the origin of the error. Report is being made as a precaution due to the unknown origin of the error message.what was the original intended procedure?na.